Event description:
Fluoroscopy displayed externalized conductors. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces for analysis. Externalized conductors due to internal insulation abrasion were found at 51.3cm - 55.9cm from the connector pin. The sensing conductor's etfe coating was abraded at the same location. Other internal insulation abrasions were found at 26.3cm - 27.5cm and at 56.2cm - 56.3cm from the connector pin. The etfe coating was intact at the same location.

Event description:
New information noted that the lead was explanted.